Event description:
It was reported that the insulin pump alarmed button error. The alarm could not be cleared because the keypad and the buttons were unresponsive. The customer's blood glucose was 14.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump had blank display after battery insertion due to corroded battery tube. Unable to verify the operating currents or test the off no power alarm due to the blank display. No button error alarm noted. The device had intermittent button response due to corroded damage on the keypad traces. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.